Event description:
It is alleged the patient developed pressure sores from using a cushion not manufactured by pride on a pride device.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued. Device not available for evaluation.